Event description:
A distributor contacted stryker to report that a customer¿s device obtained pogo pin failure. This may result in the device failing to power on. This may prevent or delay defibrillation therapy.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted stryker to report that a customer¿s device obtained pogo pin failure. This may result in the device failing to power on. This may prevent or delay defibrillation therapy.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return, the +ve terminal pogo pin was found to be bent and stuck inside its barrel. The nature of the bend in the pogo pin and the inability to withdraw the pin from its housing would suggest the fault had been a result of incorrect pad-pak installation. The device was scrapped by heartsine and the customer was provided with a replacement device.